Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was used in a atrial fibrillation ablation procedure. The left atrium was mapped with a intellamap orion catheter, and the gap site near the bottom of the left lower pulmonary vein was treated by ablation. After that, an attempt was made to insert the orion into the right lower pulmonary vein to check the potential of the right pulmonary vein, but it was not inserted smoothly, so it was removed the body once, and the potential was checked with ablation catheter. Then, the orion was returned inside the heart, the right atrium was mapped, and the superior vena cava was cauterized. The stablepoint positioned in left atria out to right atria. It is possible that the device was advanced forcibly when reinserting it in the septum, which led to cardiac tamponade. A drainage was performed and the bleeding was stopped before the conclusion of the procedure there was no issues with the catheters. Tamponade was not due to energization. No additional patient complications were reported.

Manufacturer narrative:
Patient code corrected from e0619 pericardial effusion to e0605 cardiac tamponade. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was used in a atrial fibrillation ablation procedure. The left atrium was mapped with a intellamap orion catheter, and the gap site near the bottom of the left lower pulmonary vein was treated by ablation. After that, an attempt was made to insert the orion into the right lower pulmonary vein to check the potential of the right pulmonary vein, but it was not inserted smoothly, so it was removed the body once, and the potential was checked with ablation catheter. Then, the orion was returned inside the heart, the right atrium was mapped, and the superior vena cava was cauterized. The stablepoint positioned in left atria out to right atria. It is possible that the device was advanced forcibly when reinserting it in the septum, which led to cardiac tamponade. A drainage was performed and the bleeding was stopped before the conclusion of the procedure there was no issues with the catheters. Tamponade was not due to energization. No additional patient complications were reported.